Event description:
The item failed when the glass ampule was being broken to moisten the swab mrsa culture. The shards from the ampule pierced the outer barrier of the device and the employee's glove and hand. The failure occurred on two sequential attempts by two employees with the last two devices in the lot. No defects have been found in other lots. The two employees received right thumb lacerations. The employees were f/u with blood work, which returned as neg for mrsa.